Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients incision at the ipg site opened up. Patient noticed it on (B)(6) 2023 and went to the emergency room. Surgical intervention took place where the patient ipg was explanted and not replaced.